Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, there was no fault found with the returned device. The pcb was found to be in good condition and passed all functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a customer a faulty board. No adverse patient effects were reported.